Manufacturer narrative:
This report is for an unknown nail head elements: tfn helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: lionel l, et al. (2021), salvage procedure for cut-through after surgical fixation of trochanteric fractures with tfn, european journal of orthopaedic surgery & traumatology, pages 1-8, (argentina). The objective of this study is to describe a non-prosthetic revision procedure in cases of cut-through. From january 2010 to june 2018, 16 patients with of medial migration of the helical blade (cut-through) after a reduction and osteosynthesis of a pertrochanteric fracture treated with tfn/tfna were included in the study. There were 10 women and 6 men with an average age of 84 years. All patients were initially treated with an unknown synthes short trochanteric fixation nail, and this implant was also used in the revision surgery. 1 of the patients was initially treated with a total hip arthroplasty using a diaphyseal fixation prosthesis, for which reason he was excluded from further analysis. Among the 15 patients treated by revision surgery with new osteosynthesis, 4 were treated by replacement of the spiral sheet and plug placement with autologous bone graft without augmentation (group b) the remaining 11 were treated with augmentation of the lamina with pmma after the replacement of it and the plug placement with autologous bone graft (group a). The average time from the first procedure to the revision surgery was 42 days (14¿76). The mean follow-up for both groups of patients was of 23 months. Complications were reported as follows: case 1, an (B)(6) year-old patient had a medial migration of the helical blade (cut-through) after the initial reduction and osteosynthesis of a pertrochanteric fracture. Case 2, a (B)(6) year-old patient had a medial migration of the helical blade (cut-through) after the initial reduction and osteosynthesis of a pertrochanteric fracture. After the salvage procedure, the patient needed to have a revision to total hip arthroplasty because of new failure and recurrence of the ¿cut-through¿ episode. Case 3, an (B)(6) year-old patient had a medial migration of the helical blade (cut-through) after the initial reduction and osteosynthesis of a pertrochanteric fracture. Case 4, an (B)(6) year-old patient had a medial migration of the helical blade (cut-through) after the initial reduction and osteosynthesis of a pertrochanteric fracture. Case 5, a (B)(6) year-old patient had a medial migration of the helical blade (cut-through) after the initial reduction and osteosynthesis of a pertrochanteric fracture. Case 6, an (B)(6) year-old patient had a medial migration of the helical blade (cut-through) after the initial reduction and osteosynthesis of a pertrochanteric fracture. Case 7, an (B)(6) year-old patient had a medial migration of the helical blade (cut-through) after the initial reduction and osteosynthesis of a pertrochanteric fracture. Case 8, an (B)(6) year-old patient had a medial migration of the helical blade (cut-through) after the initial reduction and osteosynthesis of a pertrochanteric fracture. Case 9, an (B)(6) year-old patient had a medial migration of the helical blade (cut-through) after the initial reduction and osteosynthesis of a pertrochanteric fracture. After the salvage procedure, the patient needed to have a revision to total hip arthroplasty because of new failure and recurrence of the ¿cut-through¿ episode. Case 10, an (B)(6) year-old patient had a medial migration of the helical blade (cut-through) after the initial reduction and osteosynthesis of a pertrochanteric fracture. Case 11, an (B)(6) year-old patient had a medial migration of the helical blade (cut-through) after the initial reduction and osteosynthesis of a pertrochanteric fracture. Case 13, a (B)(6) year-old patient had a medial migration of the helical blade (cut-through) after the initial reduction and osteosynthesis of a pertrochanteric fracture. Case 14, an (B)(6) year-old patient had a medial migration of the helical blade (cut-through) after the initial reduction and osteosynthesis of a pertrochanteric fracture. Case 15, a (B)(6) year-old patient had a medial migration of the helical blade (cut-through) after the initial reduction and osteosynthesis of a pertrochanteric fracture. Case 16, a (B)(6) year-old patient had a medial migration of the helical blade (cut-through) after the initial reduction and osteosynthesis of a pertrochanteric fracture. This report is for the unknown synthes short trochanteric fixation nail.